Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference: (B)(4).

Event description:
An end user reported discovering a crack in the laser fiber, upon unpacking a pvak -- 400 micron perforator and accessory vein ablation kit. The procedure was completed with another same device. The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress.

Manufacturer narrative:
Returned for evaluation was a pvak fiber. The fiber was connected to the 980 laser with the light intensity of 3, the fiber beam was escaping from the noted damage of the buffer. The customer's reported complaint description is confirmed, there was damage to the fiber observed near the tip. Although the complaint was confirmed a definitive root cause for the fiber damage cannot be definitely determined. Handling damage is potential root cause. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. At the vendor facility, during the manufacturing process, fibers are repeatedly bent and coiled and there is a final visual inspection performed with a hene laser to check the entire fiber length for defects prior to shipment. During the packaging step, the fibers are inspected for damage. Labeling review: the directions for use which is supplied to the end user with the reported catalog number contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a radius of 60mm". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).